Manufacturer narrative:
D4-device UDI-(B)(4). Investigation was ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by a field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement procedure with a 26mm sapien 3 ultra valve via the right side, the valve became stuck in the 14 fr esheath plus and was unable to advance. The original esheath plus, commander delivery system, and valve were removed from the patient and the e-sheath plus was reportedly torn by the valve. A new 26 mm sapien 3 ultra valve and 14 fr esheath plus were inserted and the valve was deployed without any complications. No patient injury was reported. Photos of the device were later received, and a crimped valve is exposed through sheath liner, one (1) strut appeared bent outward at the inflow side, and strain relief damage.